Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level in the 300's mg/dl range. Due to the customer's elevated bg level, the customer required assistance from a co-worker in obtaining a manual injection. A manual injection was administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.